Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that diagnostic tests performed on pt's pulse generator yielded high lead impedance, indicating a possible lead malfunction. It was further reported that x-rays were taken, and assessment of these films noted a lead break. Good faith attempts for further info are being made.